Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the balloon did not inflate and also would not pop open when attempted to inflate. The patient is alive with no injury.